Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line and supply bag was reported, which resulted in a leak, and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The technical service representative assisted the patient to remove the cassette, and advised the patient to start over with all new supplies. The patient stated that there was a bad connection between the supply line and supply bag, and some fluid was leaking from there. The patient stated that after they took down the supplies, they noticed that the blue connector on the supply line looked stripped. The patient stated that there was no damage to the supply bag and felt the loose connection was due to the cassette connector being stripped. There was no patient injury or medical intervention associated with this event. No additional information is available.